Event description:
It was reported that review of a remote transmission revealed atrial noise reversions and inappropriate auto-mode switch episodes due to atrial lead noise. No further information is available.

Manufacturer narrative:
.